Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "left hip was revised (B)(6) 2017". Upon review by joint replacement research for surgeon's milestone payment, patients were noted to have had their implant removed, revised, or reoperated on as reported in the table attached.